Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) has not received effective stimulation with her permanent implant (date of event is unknown) as with the trial implant. X-rays revealed the lead tip was placed anterior to the spinal cord instead of posterior. Surgical intervention will be taken at a later date to address the issue. Device information is unknown at this time. The implant date for the device below is unknown: model 3788, scs ipg.